Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported found 4 pen needles from this box to clog during the flow check. Discarded 3 of the 4. Has 1 pen needle from todays injection to send back. Reviewed with this caller proper placement of non-patient end to pen, he noted the non-patient end needle to be bent. (This is the one returning) date of event 04.25.2025). Lot # 310174, catalog# 320574, date of event 04.25.2025 = 1, date of event unknown = 3, sample status awaiting sample = 1. Tmaik 24april2025. Clarification. Update 00024018, date of event is 04.24.2025 = 1 pen needle, lot # 3101704.